Event description:
It was reported that the a screw came out of the device during sterile processing conducted at the user facility. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that a screw came out of the bottom part above handle was confirmed through visual inspection. Any physical impact to the navigated instrument, can cause product damage or operational failure due to battery

Event description:
It was reported that the a screw came out of the device during sterile processing conducted at the user facility. No patient involvement or procedural delays were reported with this event.